Event description:
Event description guidant received information that a lead revision procedure was performed due to a loss of capture, verified on a transtelephonic monitoring transmission to the clinic. The patient did not feel well and noticed her pulse was slower than normal. Both the atrial(4086) and the ventricular(4087) were dislodged. The device output was increased to obtain capture until the repositioning procedure. Both leads were succcessfully repositioned approximately 2 weeks later. The patient had an intrinsic, underlying rhythm with a rate of 40's beats per minute. She had no adverse effects. It was reported a few weeks later that the ventricular lead had become dislodged again, with atrial therapy available.the patient had no adverse effects. The field representative called technical services for ideas on stabilizing the lead so as to avoid another dislodgement.